Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were unstable and increasing thresholds on the right ventricular [rv] pacing lead. A chest x-ray and computed tomography scan "suggested [an] rv perforation." Loss of capture was also reported. The lead was explanted and replaced. No further complications were reported as a result of this event.